Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that unable to issue medication. A technical support specialist confirmed that the patient was admitted in station 5ab and asked the customer to refer to the active directory team. Multiple attempts were made by the technical support specialist (tss) assigned to this case for further information. . The end user eventually responded with permission to close the case.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, unable to issue the medication. Reportedly the nurse had admitted the patient twice and when the nurse tried to cancel the entry it did not work. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.